Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure outside of the patient, it was difficult to perform flushing of the catheter. Air ingress occurred during flushing and damage to the flushing lumen was also noted. The connector cracked, allowing air to escape. An infusion pump was used, and the air bubbles were observed at the flush lure connector. No air was seen in the patient. The catheter did not enter the body. No patient complications occurred. The device was disposed of and not expected to be returned.